Event description:
It was reported that the patient (pt) noticed that the implant was not holding a charge like it had before (B)(6) 2025. They explained that they had charged the implanted neurostimulator (ins) the night before last and the ins was completely empty by the afternoon of (B)(6) 2025. Then on the evening of (B)(6) 2025, they charged the ins again and it was at 80% charge, but then the following day on (B)(6) 2025, the charge was down to 0% again. At the time of the call with patient services, the ins charge was at 10%, so they turned stimulation back on. They tried increasing the stimulation intensity, but saw the settings not available message. The pt confirmed they were using group a and had already tried switching to another group. The pt stated they experienced a "random shock" on (B)(6) 2025 that made them scream. The rep submitted a report stating the shocking was at the ins site. The pt was redirected to see their doctor to address the reported issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.